Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had thermal denaturation of the tip resin portion. The procedure was continued as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was first observed intraoperatively during the procedure. Arcing was indeed observed while the instrument was being removed and cleaned, with other instruments such as the fenestrated bipolar and cadiere forceps also in use. The arcing originated from the subject instrument, which was the maryland bipolar. There was no injury to the patient. The instrument had been inspected prior to use and showed no signs of damage or irregularities. There was no collision with any energy instrument during the procedure. The surgeon believes that the arcing event was caused by the heating and carbonization of the instrument¿s tip resin, allowing electricity to flow through it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.